Manufacturer narrative:
As reported, the "used/damaged" suture hook is not expected for evaluation, as the remainder of the instrument was discarded at the user facility after the procedure. Without the actual product, an evaluation could not be performed and the root cause of the alleged problem was therefore unable to be determined. However, based on available information and evaluation of similar complaints, the most likely cause of the reported breakage was use related due to the age of the device and/or excessive force being applied to the tip of the suture hook while in use. A review of the device history record for this device could not be performed, as the lot number was not provided. However, follow-up with the user facility learned that this suture hook was in use for many times and that the hospital has had this instrument for several years. A review of the installed base from this customer showed the item #c8742 was last shipped to this customer in 2010. This is a limited reuse device with a recommendation of five (5) procedures and the number of uses for this device is not available. Based on the overall findings, the involved suture hook was approximately 5-6 years old when the reported breakage occurred. Over extended use, wear and damage can occur to this instrument causing it to break and/or not to function at its optimum. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To date, there have been no patient long term adverse effects related to this type of reports of "tip breakage." To reduce the risk of tip breakage and possible injury to the patient, the instructions for use (IFU) provides the following warnings and precautions: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Device retained at user facility.

Event description:
The user facility reported that during a right shoulder labral tear and repair (slap) arthroscopy procedure, the tip of the crescent suture hook, large curve broke off inside the patient. The breakage occurred as the surgeon was trying to pass the suture through the tissue to the point, where he realized that the hook was broken at the distal tip. Attempts were made by the surgeon to locate and retrieve the broken tip using both arthroscope and fluoroscopy without success. As reported, the surgical time was extended 4-5 hours. The broken tip remained in the patient's shoulder between a subscapularis muscle and joint tendon. The procedure was otherwise completed with no further issues or serious injury reported. Follow-up with the user facility on 03-nov-2016 learned that there is no immediate plan for a revision surgery to remove the broken tip. In regards to the patient latest condition, it was reported that the patient currently does not experience any discomfort and the post-operative results was reported as normal.